Manufacturer narrative:
The meter serial number was (B)(6) on a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." H3 other text : na.

Event description:
It was alleged that a patient received a questionable result when tested with a coaguchek xs meter. A sample from the patient was tested using the meter, resulting in a value of 5.3 inr. Within 4 hours of the first test, a sample from the patient was tested using the meter, resulting in a value of 1.8 inr. The 1.8 inr value is a value that was usually obtained by the patient. The patient's therapeutic range was not provided.